Event description:
A pt who underwent pelvic floor and incontinence repair in 2006 reported in 2009 that a "mesh" collapsed in 2007 and is all bunched up now, making sexual intercourse impossible and causing pain/discomfort. She has been working with her doctor to resolve. According to pt description of problem and pain, it is believed that the perigee mesh is causing the pain and discomfort.